Event description:
It was reported that the customer had a high blood glucose over 400 mg/dl. At the time of the report, the customer's blood glucose was 215 mg/dl, and he was experiencing discrepancies between sensor readings and blood glucose values. The sensor gave a reading of 263 mg/dl at the time of report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.